Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed an error. The blood glucose reading was 400 mg/dl. The customer stated that the insulin pump showed low battery and low reservoir; she changed both and stated that she now could not get the insulin pump to work. She was unable to get into the bolus screen during troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed self-test and unexpected restart error test and no alarms noted during testing. The insulin pump was tested for bolus delivery anomalies and all programed boluses delivered and recorded correctly in the bolus history screen. Displayable history crc check failed on startup alarm was noted on the insulin pump's alarm history screen due to corrupt history file. The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.